Event description:
Clinical trial. Same case as MFR# 2134265-2008-01163. It was reported that during a coronary artery angioplasty procedure a dissection occurred. Prior to the procedure, the patient presented with symptoms of stable angina. The patient was subsequently randomized into the study. The target lesion was located in the proximal circumflex (cx) artery with 70% stenosis, a length of 8.0 mm and reference vessel diameter of 2.75 mm. Following pre-dilatation of the target lesion with a 2.5 x 9 mm maverick2 monorail balloon at 10 atm, a class c dissection was noted at the ballooned section. A 2.75 x 12 mm study stent was deployed to cover the dissection. The stent was post-dilated with a 3.0 x 8 mm quantum maverick balloon at 12 atm. The dissection worsened into the 1st obtuse marginal (om) distal to the stent, and there was a class f spiral dissection into the distal cx. The distal cx was then pre-dilated with another manufacturer's 1.5 x 15 mm balloon at 12 atm and a 2.5 x 12 maverick at 12 atm. A 2.75 x 24 mm study stent was placed and post-dilated at 12 atm. A small residual distal dissection was left to be treated medically. The dissection in the 1st om was treated with a 2.75 x 12 mm study stent overlapping the proximal cx stent and post-dilated with the stent balloon at 16 atm. Kissing balloon post-dilatation was done at the 1st om and distal cx bifurcation with another manufacturer's 2.75 x 15 mm and 2.75 x 12 mm balloons at 10 atm. The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complainant review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch form will be filed.